Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 and the lead was explanted and replaced.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).